Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was reported that the pt has not felt their normal mode stimulation or their magnet mode stimulation like pt usually did. Lead break is suspected. The pt's device was programmed to off with plans to perform x-rays and to see pt again in two weeks after x-ray reports have been reviewed.